Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was currently in retry mode. A technical support specialist (tss) obtained the internet protocol (ip) address and dialed into the station. The tss identified retry mode and applied the knowledge article (ka) medstation es retry mode: insert into tx.encounteritemtransaction mismatching adt.encounterpatientlocationkey to clear the retry. While monitoring the data synchronization debug logs, the station entered retry mode again. As per a previous case, this retry was eligible to be skipped. The tss enabled allow skip using the carefusion support account due to permission limitations and applied the skip. Data synchronization processing was pending completion, and the medication view retry notice cleared before proceeding with a full synchronization. Another agent was assigned, and the agent tried contacting the customer, but no response received and no further issues were reported by the customer. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was in retry mode and was rebooted, but the issue persisted. A notification indicated that the data was not current from health sight viewer (hsv). The customer tried to reboot, but the issue persisted. However, there were no delay and adverse events or injuries reported based on this event.